Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs confirmed the reported problems. The reported problems were able to be reproduced. The investigation determined that the root cause was an isolated component failure within the device main battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault and triggered a battery communication lost alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault and triggered a battery communication lost alarm. There was no patient injury reported as a result of this incident.